Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperplasia ("reactive hyperplasia"), dry eye ("dry eyes"), diplopia ("double vision") and menometrorrhagia ("menometrorrhagia") and was found to have weight increased ("gained over 30 lbs since essure"). The patient was treated with surgery (hysterectomy scheduled for (B)(6)). Essure was removed. At the time of the report, the pelvic pain, weight increased, hyperplasia, dry eye, diplopia and menometrorrhagia outcome was unknown. The reporter considered diplopia, dry eye, hyperplasia, menometrorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: hysterectomy scheduled for (B)(6) and it cant get here fast enough. Concerning the injuries reported in this case, the following ones were described via social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received: reporter was added. Previously added medical device removal was replaced with pelvic pain and new events: hyperplasia, menometrorrhagia, dry eyes, double vision, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy scheduled for (B)(6)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("gained over 30 lbs since essure"). The patient was treated with surgery (hysterectomy scheduled for (B)(6)). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: hysterectomy scheduled for (B)(6) and it cant get here fast enough. Concerning the injuries reported in this case, the following ones were described via social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of pqs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperplasia ("reactive hyperplasia"), dry eye ("dry eyes"), diplopia ("double vision"), menometrorrhagia ("menometrorrhagia"), arthralgia ("horrible joint pain") and swelling ("my body as a whole seems to swell soo much") and was found to have weight increased ("gained over 30 lbs since essure"). The patient was treated with surgery (hysterectomy scheduled for mar-24). Essure was removed. At the time of the report, the pelvic pain, weight increased, hyperplasia, dry eye, diplopia, menometrorrhagia, arthralgia and swelling outcome was unknown. The reporter considered arthralgia, diplopia, dry eye, hyperplasia, menometrorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: hysterectomy scheduled for mar-24 and it cant get here fast enough. Concerning the injuries reported in this case, the following ones were described via social media: weight increased, arthralgia, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received: new events- arthralgia, swelling were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperplasia ("reactive hyperplasia"), dry eye ("dry eyes"), diplopia ("double vision"), menometrorrhagia ("menometrorrhagia"), arthralgia ("horrible joint pain"), swelling ("my body as a whole seems to swell so much"), back pain ("chronic back pain") and facet joint syndrome ("nerve running between my l4 and l5 facet joint"), was found to have weight increased ("gained over 30 lbs since essure") and underwent high frequency ablation ("radiofrequency ablation"). The patient was treated with surgery (hysterectomy scheduled for (B)(6)). Essure was removed. At the time of the report, the pelvic pain, weight increased, hyperplasia, dry eye, diplopia, menometrorrhagia, arthralgia, swelling, back pain, high frequency ablation and facet joint syndrome outcome was unknown. The reporter considered arthralgia, back pain, diplopia, dry eye, facet joint syndrome, high frequency ablation, hyperplasia, menometrorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: hysterectomy scheduled for (B)(6) and it cant get here fast enough. Concerning the injuries reported in this case, the following ones were described via social media: weight increased, arthralgia, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events chronic back pain, radiofrequency ablation, nerve running between my l4 and l5 facet joint was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy scheduled for mar-24") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("gained over (B)(6) since essure"). The patient was treated with surgery (hysterectomy scheduled for mar-24). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: hysterectomy scheduled for mar-24 and it cant get here fast enough. Concerning the injuries reported in this case, the following ones were described via social media: weight increased. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.